Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown biolox hip on an unknown date. It was also reported that the implant causes squeaking sound during movement.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the devices were not at hand for investigation as the patient is not revised. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: the device history records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Event review: the patient reports a squeaking sound ceramic/ceramic bearing on the right hip during movement. X-ray review: one x-ray of poor image quality dated (B)(6) 2015 was returned. The patient has a bilateral hip prosthesis. On the left hip a radiolucent area is present in the area of the greater trochanter. No other conspicuousness. Device analysis: a device analysis could not be performed as no product available for investigation. Root cause analysis: possible causes for the reported event according to dfmea: - noise causes patient dissatisfaction -> due to implant squeaks or clicks - (stripe wear) . Comparison to investigation results whether it is possible and justification: - possible, clicking may result from stripe wear, while high patient activity also contributes to this factor. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted a biolox® delta head, 12/14, 40 x -3.5 on (B)(6) 2015 on the right side. Ceramic/ceramic bearing causes a squeaking sound during movement.